Event description:
It was reported the customer received a battery out limit alarm on their insulin pump. The customer stated the alarm occurred during normal use. Customer was advised the alarm may be caused by a loose battery cap. The customer will be sent a replacement battery cap. Customer's blood glucose was 142 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.